Event description:
Reporter alleged that his sister used the compact plus system to obtain a result of 130 mg/dl while he was pale, shaky and not making any sense. Reporter stated that his sister treated him with orange juice which he would not have been able to do on his own. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
The user experienced issues with lipase colorimetric (lipase) quality control and received questionable results for several patient samples. The user provided data for six patient samples, of which the results for one patient sample were discrepant. All results are in u/l. The initial result was 44 and the repeat results were 72 with a data flag, 45, 44 and 50. The results were not reported outside the laboratory. No patients were adversely affected. The lipase reagent lot number was 62891701. The field service representative found the last culture the user had performed on the analyzer had growth and he found the tubing for the cell wash was kinked. He replaced a valve assembly, decontaminated the instrument and fixed the kinked line. To verify the analyzer operation, the user ran calibrations, quality control and patient samples. All patient sample results were acceptable to the user.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.